Manufacturer narrative:
Device is a combination product. The device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that in-stent restenosis occurred. In (B)(6) 2014, the patient presented with unstable angina as well as silent ischemia and was referred for cardiac catheterization which revealed the100% stenosed lesion located in the proximal right coronary artery (rca) extending to the distal rca that was 94mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation and placement of a 3.00 x 38 mm, a 2.75 x 38 mm and a 2.50 x 28 mm study stents and post-dilatation resulting to 5% residual stenosis. In (B)(6) 2014, the patient was scheduled for planned intervention to the target lesions located in the mid left anterior descending (lad) and distal left circumflex (lcx) artery. The target lesion #1 was located in the mid lad with 80% stenosis, a length of 12mm and a reference vessel diameter of 2.75mm. The target lesion #1 was treated with direct placement of a 2.75 x 12 mm study stent and post dilatation with 3% residual stenosis. The target lesion #2 was located in the proximal lcx with 100% stenosis, a length of 28mm and reference vessel diameter of 2.5mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.50 x 28 mm promus element study stent with 5% residual stenosis. Eight days post staged procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the site reported an event of coronary heart disease and the patient was hospitalized on the same day. One day post admission, angiography revealed 90% stenosis in the proximal lcx and subsequently underwent percutaneous coronary intervention. Post intervention, the residual stenosis was 3%. On the same day, the event was considered as recovered/resolved. Seven days post admission, the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, the target lesion located in the proximal right coronary artery (rca) extending to the distal rca was treated with pre-dilatation and placement of a 3.00 x 38 mm, 2.75 x 28 mm and a 3.00 x 28 mm study stents and post-dilatation with 5% residual stenosis.